Event description:
It was reported that the universal modular electric/battery single trigger handpiece failed to function in surgery, despite the battery being fully charged. There was no report of surgical delay or pt injury associated with the event. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR; however, the investigation was not completed at the time of this report. A follow-up medwatch will be submitted once the investigation is complete.